Manufacturer narrative:
Device used for treatment, not diagnosis. The 510k: this report is for an unknown 4 screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Implants removed on an unknown date. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4 ) used for: the patient has oesaphageal issues/ discomfort. The reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Investigation summary: product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was an anterior cervical fusion & disc replacement performed; a single level vectra plate & 4 screws were removed. The reason appeared to be that the patient has oesaphageal issues/ discomfort. The plate & 4 screws were sent away to get the tissue analysis that was on them, they are unavailable to be returned. The surgeon put in medtronic vertex on the posterior neck. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Date of implant information submitted in 8030965-2018-53313 was corrected information, not additional information. Date was omitted from 8030965-2018-53313. Correct date should have been 6/27/2018 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: event date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.